Event description:
The complainant alleged that during a routine preventative maintenance check, the device stopped displaying electrocardiogram trace when discharged at over 100 joules. The complainant indicated that there was no pt involvement in the reported failure.